Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). They system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23138 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the insertion axis. As a result of these findings, fa was able to conclude that the insertion searchlight printed circuit assembly (pca) in the usm was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recoverable error 23138 on the universal surgical manipulator (usm) 2 that resulted in the customer disabling the usm. The customer inquired if it could be re-enabled. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer through rebooting the system twice with an emergency power off, but the error reoccurred each time. The customer opted to continue the case with the remaining three usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was powered on without errors or functional issues. The customer confirmed that they were able to complete the case with the three functioning arms.

Manufacturer narrative:
Annex g has been corrected to g03012 - sensor.

Event description:
Refer to h11 for follow-up information.